Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical intervention as the device was auto-deflating. During the procedure, the cylinders and pump were removed, replaced and connected to the existing reservoir. No patient complications were reported.